Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of noise leading to multiple untreated events. Boston scientific technical services (ts) reviewed and discussed it could be related to the suture sleeve movement over the sense b electrode. An x-ray was taken which the showed that the eectrode and suture sleeve were stable. Sternal wires were visable on the x-ray, but nothing was identified that would have caused noise on the electrogam. It was further noted the oversensing of noise did lead to an inappropriate shock. The sensing vector was reprogrammed to secondary and the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service.